Event description:
It was reported that the patient received multiple inappropriate atp and high voltage therapies due to post-sensed t-wave oversensing. Low r-wave sensing was also noted. The lead was capped and replaced. Patient condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.